Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the report issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third-party service agent contacted ventec to report that while performing service activities on the device, they observed that it was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.